Event description:
Customer did a blood glucose test and received a reading of 417mg/dl. Went to the dr. Who advised them to go to the hosp. The customer was not sure of the actual reading at the hosp but states it was lower than the device was reading. They were hospitalized overnight and found to have pneumonia. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.